Event description:
Patient dislocated and constrained locking ring dislodged. Head and stem manufactured by others.

Manufacturer narrative:
Primary reported as 12 years prior. Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It has been reported that the depuy device was implanted with a competitor mfg product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be rec'd, the investigation will be reopened.